Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Available information indicates that this device remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this device was received at boston scientific's return product department.

Manufacturer narrative:
(B)(4). This device was placed on legal hold and no laboratory testing will be undertaken at this time. Completion of laboratory testing will be undertaken following release from legal hold.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.